Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr sl groshong catheter kit. Amongst the kit components was one 4fr sl groshong catheter with inlaid stiffening stylet. A gross visual inspection of the returned unit found that pairs of diagonally aligned tears were present between the 31cm and 32cm depth markers and between the 32cm and 33cm depth markers. The catheter was bisected and the inner catheter wall inspected. The inner wall had additional impressions on the catheter wall extending from the tear site which did not penetrate the catheter wall. These impressions also appeared to be in a pattern which mirrored the coils of the stiffening stylet. The damage was consistent with abrasion damage caused by friction between the catheter and the stylet. Such damage can occur if the stylet is not wetted prior to manipulation/removal and if the catheter is constrained during stylet removal. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported leakage was observed at point of connection. Hcp had to remove the PICC and used new groshong PICC on patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that groshong PICC had connector issue. Connector was not getting locked properly and leakage was observed at point of connection. Hcp had to remove the PICC and used new groshong PICC on patient. No other information provided, at this time.